Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 170 mg/dl and 420 mg/dl. No quality controls were run. No adverse event reported. Customer had no strips to return; a replacement product was sent.